Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the homechoice cassette and the transfer set. This occurred near the end of treatment of peritoneal dialysis therapy. The care giver noticed that the connection was loose. The patient completed the treatment without issues. The transfer set has been in use for about two months. There was no patient injury or medical intervention associated with this event. No additional information is available.